Event description:
The device had the top portion fall off during set up, prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.